Manufacturer narrative:
H10: manufacturing review: a device history record could not be evaluated as the lot number is unknown. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. The investigation is inconclusive for the reported failure mode as no objective evidence was provided for review. A definitive root cause for the reported failure could not be determined based upon provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H10: b2: date of death: the reported date was (B)(6) 2025, therefore, the date entered is (B)(6) 2025. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
There was no reported patient impact. However, there was an absence of vacuum, which was detected during installation. Despite the issue, drainage was successfully performed using other bottles. The clamp was properly closed until after the plunger was pressed. The catheter was located in the abdomen. It is unclear whether the event directly or indirectly involved the patient or user. The catheter was implanted on (B)(6) 2025, an issue with the bottle occurred on (B)(6) 2025, followed by a complaint on (B)(6) 2025, which is being records in this complaint. The patient passed away in (B)(6) 2025. The relationship between the patient's death, the device use, and the procedure was not provided.